Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test at 4lbs due to faulty force sensor resistor gold. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported she was doing an infusion set change and during the full tubing step, the device alarmed. Customer's blood glucose is 126 mg/dl. The device was not bumped or dropped before the alarm. The drive support cap appears normal. There is a crack on the reservoir compartment. The screen has some scratches. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.